Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2007, a 419678 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported, two days post change out procedure, that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. There was also loss of capture noted. Additional information was obtained stating that the clinician's office has not noted any more impedance issues. The lead remains in use. No patient complications have been reported as a result of this event.